Event description:
A 12 year old girl was treated for plantar warts on heel on 2/8/99. The physician treated 2 warts twice in one office visit, 30-60 seconds for each treatment. The physician used a silver nitrate stick on one lesion prior to using histofreezer. On 02/14/99, the child was taken to emergency room for outpatient treatment of a blister 2 1/2 inches by 1 inch. Blister was red and sore. The medical assistant reported the incident to customer service on 02/15/99.